Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Additional adverse event information: on (B)(6) 2014, the reporter contacted animas, alleging that the pump had power issue. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. Subsequently, on (B)(6) 2014, the patient call back with the guardian¿s permission and reported a severe hyperglycemia event with a blood glucose reading of 453 mg/dl with large ketones, headache and thirst (polydipsia). Reportedly, the patient did not receive any treatment and had discontinued pump therapy at the time of the call. Additionally, it was reported that the health care provider had adjusted the basal and bolus settings. No additional information regarding the power issue was provided and the power issue remained unresolved. This complaint is being reported based on the allegation that the patient experienced an adverse event related to power issue with the pump of unknown cause.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014, with additional evaluation completed on (B)(4) 2014. The following is a summary of the findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data show one occurrence of power reboot on (B)(6) 2012 and the battery voltage was within specifications. There was no damage to the battery compartment or cap. The pump powered up using the returned battery cap with the appropriate audible and vibratory features. A rewind/load/prime sequence and a 24-hour pump exercise were executed without any incidents. The electrical current draws were within specifications. The pump passed a flow accuracy test and was found to be delivering within required specifications. The pump casing was opened and no internal issues were found. The investigation verified the reported power issue in the black box but was unable to duplicate the issue. Unrelated to the reported power issue, it was observed that the verify screen was dim and discolored. In addition, the bolus button was unresponsive. While the button cover was undamaged, removal of the cover found part of the bolus button mechanism missing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. It was reported that the pump was malfunctioning due to a ¿power failure¿. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.